Event description:
A triple lumen quinton catheter was placed at site of double lumen quinton catheter over a guidewire. As the guidewire are being removed, it unraveled and a piece broke off. A cutdown was done at the bedside and the wire was retrieved. No further sequelae.